Event description:
Boston scientific received information via the patient's remote home monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed a high out-of-range (oor) shocking lead impedance (sli) measurements. The system remains in-service. No adverse patient effects were reported.

Event description:
Additional information indicated that another alert was issued via the patient's remote home monitoring system for another high out of range shocking lead impedance measurement. The field representative noted that this patient has a single shocking coil lead and the clinic has been observing this patient's high voltage shocking impedance over time. The latest recorded shocking impedance measurements were 109 ohms and 115 ohms. Our records indicate that the system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.